Event description:
It was reported that the patient experienced a surgical procedure to replace the artificial urinary sphincter(aus) cuff from a 4.5cm to a 4cm cuff due to recurring incontinence. The cuff was replaced to a smaller size due to atrophy. A patient outcome of fully recovered was reported.